Manufacturer narrative:
(B)(4): based on the complaint history, a specific root cause of the event could not be determined.the lens was not returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -8.50/+6.00/x094 diopter in patient's right eye (od) on (B)(6) 2014. Excessive vault was noted and the icl was explanted on (B)(6) 2014. No other lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).